Event description:
It was reported that the customer's insulin pump activated the threshold suspend feature. The customer stated that his threshold suspend limit was set at 70 mg/dl. The customer stated that his blood glucose was 115 mg/dl at the time of the threshold suspend activation. The customer stated that this had occurred previously. Advised customer to call back if he needed a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.